Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was partially fired with the interlock engaged, the clamping mechanism was deformed, the jaws were open, staple pushers were visible at the 3.5cm cut line, the reload had damage to the cutting edge of the knife blade, the distal suture on the anvil and cartridge side were still anchored, the reinforcement material was missing on the both sides of the jaws, and the articulation flag was found to be broken. It was reported that the stapler locked and did not clip. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue of partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. While the issue of deformed clamping mechanism may occur under the following conditions: application over tissue that is beyond the recommended thickness range; application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. And the issue of broken articulation flag can occur if the loading unit is forcefully rotated while only partially inserted into the instrument shaft or if trying to remove loading unit without articulation lever being in neutral position. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Do not attempt to insert or remove the instrument from the trocar sleeve if the instrument is in the articulated position. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a pulmonary lobectomy, the hospital provided a reinforcement reload for the muscle to staple the pulmonary bronchus, but the stapler locked and did not clip. Another shell was opened and was unlocked by the retraction key to open the reload. The user detached the adapter with reload attached, replaced the shell on the power handle that was used, and then reattached the adapter, but was still unsuccessful. The surgical time was extended by two hours. Resection and restapling were done to complete the case.

Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell, (lot #n3j1849y) sigpshell, sig power sigpshell control shell, (lot #n3h2431y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.